Event description:
It was reported that a pt experienced a shocking sensation during use of an aseptico endo dtc motor. No injury resulted.

Manufacturer narrative:
Though there was no report of injury, because device evaluation results are not available as of this report, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent damage to a body structure or permanent impairment of a body function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Furthermore, there have been previous reports received pertaining to the same alleged malfunction of similar devices. The device was returned to physical MFR for evaluation and repair, though results are not available as of this report. Evaluation results will be submitted as they become available.